Event description:
On (B)(6) 2012, the patient contacted animas alleging that the up arrow, down arrow and ok keypad buttons had a delayed response, required multiple buttons presses in order to elicit a response and were intermittently responsive. She stated that the issue has been occurring for a month. The patient reportedly received a few bolus warnings from the pump and when reviewing the pump's history, she stated that the boluses were confirmed to be cancelled. The patient claimed she had to give herself a bolus for the remaining portion that was missed. The patient reportedly wore the pump attached to a belt and did not clean the pump. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was confirmed to be intact. The pump buttons were tested and all were confirmed to be responding appropriately. The keypad was removed and no button contact defects were found.